Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was 160 mg/dl. Customer is using a backup insulin pump to continue therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.